Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed a bent fixation helix. The deformation probably occurred during the surgery due to mechanical stress. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. No deviations were found that might have led to reported clinical observations. The analysis of the insulation and conductor cables did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to oversensing and suspected lead failure. Should additional information be received, this file will be updated.